Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that the insulin pump seemed to be malfunctioning. Customer reported receiving multiple no delivery alarms during bolus. Customer reported changing the set, but the no delivery alarms continued. Customer was unable to troubleshoot for the no delivery alarms as this was a past event. Customer also reported receiving a battery out limit after removing the insulin pump's battery. Blood glucose level was 393 mg/dl at the time of the call. Customer reported treating the high blood glucose level with manual injections. No further information was provided.